Event description:
It was reported by the customer "(B)(6) 2022 treatment area pt called after hours center to state that her 5fu was leaking from the upper lumen. This occurred roughly 3-4 hours after being connected. Family instructed to clamp both lumens and disconnect the chemotherapy. Family did as instructed and returned to clinic today for a new pump. Pump sent to pharmacy to be weighed. Unable to observe where leak came from."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
28 occurrences were reported by the customer. After follow-up with the customer differentiating information was received that required additional files. The following medwatch reports were created to capture the differentiating information across the 28 occurrences:  3006260740-2023-00176, 3006260740-2023-00175, 3006260740-2023-00174, 3006260740-2023-00173, 3006260740-2023-00172, 3006260740-2023-00178, 3006260740-2023-00179, 3006260740-2023-00180, 3006260740-2023-00181, 3006260740-2023-00177, 3006260740-2023-00187, 3006260740-2023-00186, 3006260740-2023-00185, 3006260740-2023-00184, 3006260740-2023-00183, 3006260740-2023-00182, 3006260740-2022-04404, 3006260740-2022-04515, 3006260740-2022-04406, 3006260740-2022-04407, 3006260740-2022-05664, 3006260740-2022-05840, 3006260740-2022-05841, 3006260740-2022-05859, 3006260740-2022-05858, 3006260740-2022-05910, 3006260740-2022-05982, 3006260740-2022-06010.

Event description:
It was reported by the customer "10/13/2022 treatment area pt called after hours center to state that her 5fu was leaking from the upper lumen. This occurred roughly 3-4 hours after being connected. Family instructed to clamp both lumens and disconnect the chemotherapy. Family did as instructed and returned to clinic today for a new pump. Pump sent to pharmacy to be weighed. Unable to observe where leak came from." Additional information received via medwatch: serious of 28 similar events from 9/27/2022 through 12/14/2022 from three lot numbers (asgsfc061, asgsfc052, and asgsfc076).a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication.  Events involve a patient will report leaking, or a nurse will identify a leak, after (24-48hr) infusion.  After each report, a crack was found at the bifurcation on the mediport tubing at the proximal site.  The cracks are nearly identical in nature.  These cracks have been associated with take-home 48-hour infusions with 5fu."28 occurrences were reported.  After follow-up with the customer, differentiating information was received. Multiple files were created to capture the differentiating information across the 28 occurrences.